Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button) was confirmed. Upon evaluation, the front response button had contamination under the dome and the rear response button cable was pinched. The cause of the intermittently defective response buttons was the contamination and pinched cable. The root cause of the contaminated contact is liquid ingress of an unknown contaminant. The root cause of the pinched cable cannot be positively identified. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor response buttons covers were missing.